Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. During the investigation the fse replaced all wash tubing and wash probe assembly. Fse ran controls and all results were within range on level 1 with the new lot the customer had received from bio-rad. Customer was informed to mix next wash and diluent in new bottles. Instrument is functioning as intended and was released. The most probable cause for this event is the wash probe assembly and wash tubing. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On the (B)(6) 2016 the customer reported bio-rad troponin level 1 high on their aia-600ii. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.